Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
A problem was reported. Health care professional reported difficulty filling and or aspirating the reservoir along with patient itching sensation near needle stick. Hcp reported they were able to aspirate the reservoir, but unable to fill it completely. They were able to push in 10 ml of drug before they met resistance. They then aspirated the 10 ml of drug from the reservoir. The hcp stated that the needle may have slipped out of the refill port when aspirating. Eventually they were able to get 40 ml of fluid in the syringe. Follow up information has been requested but no additional information had been provided as of the time of this report. If additional information becomes available a report will be provided.